Manufacturer narrative:
(B)(4). This complaint is for a report of a check patient line alarm was confirmed and the cause was identified as kinked tubing. During trouble shooting of an alarm situation check patient line alarm, the patient found a kink in a patient line. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During assistance with troubleshooting a check patient line alarm, which occurred on the homechoice (hc) during use, during initial drain, the patient revealed they had found air in the patient line. The baxter technical service representative (tsr) recommended that the hp end therapy and to start over with new supplies. During a follow-up with the home patient (hp) regarding the reported problem, they stated that they had found some kinks within the patient line. The hp stated that they believe this was what caused the air bubbles. However, they still started over with new supplies as a precaution. Hp stated therapy overall has been going well. The hp did not contact their nurse; this writer suggested next time if they find air to contact their nurse. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.